Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 3006946279-2021-00200 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cement envelope was opened and sterility was lost. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. The product analysis shows that the sealing is around 1 cm discontinuous at the left upper side of the packaging. Investigation results concluded that the reported event was due to packaging issue. A corrective action has been initiated in order to implement actions to avoid the recurrence of this type of issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.